Event description:
The customer reported the interconnect cable was not plugged into the c-arm on the 9800 system. No pt injury was reported.

Manufacturer narrative:
The service rep found that the spring lock at the end of the interconnect cable was damaged, making it hard to plug in the cable to the lemo connector. The rep replaced the interconnect cable. The system operates as intended.